Manufacturer narrative:
(B)(4). Date sent: 9/14/2020. Investigation summary the analysis found that one psee45a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed, opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch #u5c15w. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a partial pneumonectomy, the jaws could not open after the second firing on the lung. The device was checked and operated for awhile, then the jaws opened. The jaw was not opened when the nurse tried to open it after removing from the patient and was not opened with the release button. The procedure was not converted to open. No bleeding and no tissue damage occurred. The same device was used to complete the case. There were no adverse consequences to the patient. No further information is available.